Manufacturer narrative:
The review of the batch record and inspection protocols of the reported device revealed no deviation. All qc criteria were within specification according to the batch record. The storage conditions were within the specified parameters. Based on the fact that the device was tested prior to implantation and showed a deviation, the device shoud not be implanted. (See IFU 5.1.) And the defect size being too small for 29asd27 had a significant influence on the shape development of the occluder. The exact cause of the malformation cannot be determined.

Event description:
A failure in shape development of the occluder both on table and in the patient was reported.

Manufacturer narrative:
The review of the batch record and inspection protocols of the reported device revealed no deviation. All qc criteria were within specification according to the batch record. The storage conditions were within the specified parameters. The final inspection of the reported device and its corresponding procedure pack revealed no deviations.

Event description:
A failure in shape development of the occluder was reported.